Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot #73g1500308 investigations did not show issues related to the complaint. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
When the user tried to ligate the vessel the clip broke. No pieces fell in the patient and additional therapy due to this incident was not needed.

Manufacturer narrative:
(B)(4). The customer returned one clip (hemolok l clips 6/cart 84/box) for investigation. The clip was visually examined with and without magnification. Visual evaluation of the returned clip revealed that the clip is broken. The inner hinge has snapped and one of the bosses has broken off. The damage on the inner hinge is damage that can be caused by hyperextending the clip. Indentations are visible on the hook that is consistent with damage caused when the clip is hit against a hard surface. Microscopic examination of the point of separation on the boss revealed that the material appears uneven and jagged. No evidence of mismolding is visible. The missing boss was not returned. Reference files (B)(4) for investigation photos. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, other remarks: breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded."

Event description:
When the user tried to ligate the vessel the clip broke. No pieces fell in the patient and additional therapy due to this incident was not needed.